Manufacturer narrative:
(B)(4). Device evaluated by MFR: it is indicated that the device will not be returned for evaluation. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported that guide wire tip detachment occurred. A 300cm, 8cm poly tip v-18¿ control wire¿ was selected and advanced to the target lesion. However, the tip of the device detached in the patient's vessel. The physician used a snare to remove the detached tip from the patient's body. The procedure was completed with another of the same device. No further patient complications were reported and the patient's status was stable.